Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (keeps locking). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (keeps locking). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction to the b5 statement: a bipap a 40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. Additionally, an error code in relation to (the device was unable to write to the event log) was recorded in the device event log. The technician recommended replacing the system board to address the issue. This device will be scrapped as per customer request. Box h coding was updated.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (keeps locking). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information. A bipap a 40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, an error code in relation to (the device was unable to write to the event log) was recorded in the device event log. The technician recommended replacing the system board to address the issue. This device will be scrapped as per customer request. Box h coding is updated.